Event description:
It was reported a serious injury in which the ankle's patient swelled to size of grapefruit due to allergic reaction. She had anchor screws put in the ankle to secure the achilles' tendon. As result, it caused a huge bone marrow edema and then have to do a debridement on the ankle.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation/information was provided, therefore, a thorough medical investigation could not be performed. Should additional information become available, the clinical/medical task may be re-evaluated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.